Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine implantable cardioverter defibrillator change out. Prior to the procedure, fluoroscopy was performed and the right ventricular lead was observed to have an externalized conductor cable. The change out procedure was canceled.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2025, due to failure to capture, low pacing impedance, high defibrillation impedance and noise. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h6 medical device problem codes.